Event description:
It was reported that during a cystectomy procedure the jaw of the instrument could not be opened again during surgery. It could be removed without difficulties. No further information is available. No patient consequences reported. Procedure was completed with same like device. One device wil be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the I-blade lower tip broken off not returned and with the jaws damaged. The device was connected to the generator and it was recognized. Because the I blade and jaws were damaged not all testing was performed with the generator. Testing found a short on the device resulting in the "reposition jaws and reactive" yellow message screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). Then the "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice. The condition of the jaw prevented the functionality of the device. The jaw was unable to fully cycle open and closed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws and I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.